Event description:
It was reported that during a laparoscopic lobectomy, it was observed that the device did not respond; and attempts to open manually have failed.. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4)date sent: 7/09/2026.d4: batch # unk.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:was the device locked on tissue with the jaws closed? If yes, how was the device removed?what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?did the jaws eventually open?is the current patient status known?was there any patient consequence or change in the post-operative care of the patient as a result of the event?investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation.during the visual analysis, the following was observed:the photo showed a 45 mm device, closed, with a loaded cartridge.based on the photo the event described could not be confirmed. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device lot number a99f6w, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.